Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the login was slow due to a network issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the device had slow login due to network issue. A technical support specialist dialed into the station, checked the drive spaces and there was no issue and database was not bloated, tried to login and it was not slow, checked the network settings and changed the speed and duplex, rebooted the station but still login issue was not recovered, then disabled the basic input/output system and checked the login and it was fast and not slow or not lagging, the customer mentioned that the slow part occurred after entering the user identity found that the slow login occurred after entering the user identity, then the tss found that device was upgraded to es 1.8, firewall rules were incomplete in deployment guide and the customer updated the firewall rules as per product support engineer recommendations and the login resumed at normal speed and the customer tested and confirmed on various vlan configurations at different facilities to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the login was slow due to a network issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the login was slow due to a network issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.